Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports several month history of red bumpy rash under tape collar with intense itching. She states there is no weeping or drainage. She was seen by her gi physician and then her surgeon who referred her to the ostomy clinic. The wound ostomy continence nurse recommended an over-the-counter anti-fungal powder, however the rash did not improve so she contacted her primary physician who prescribed nystatin. She has used the nystatin for several months now with some temporary improvement, however she reports the rash is worse now and the itching is driving her crazy. The rash is under 100 percent of the tape border and is a mirror image of the tape border. She reports there have been no changes in medications, dosage or skin care routine. Patch testing was recommended on the opposite side of the abdomen to see if the same symptoms occur in that location. No information has been received if patch testing was performed. End user states she will see a dermatologist if there is no improvement.